Manufacturer narrative:
Analysis found the unit alarmed motor error during the basic occlusion test and was unable to prime due to a faulty force sensor resistor. The motor was tested outside of the device and passed the motor test. There was no compromised force sensor system alarm noted. Analysis was unable to perform the occlusion test due to prime anomaly. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump received a compromised force sensor system alarm and a motor error alarm. His blood glucose was 161 mg/dl at the time of incident. He stated the insulin pump was not dropped or bumped. He stated that the drive support cap was recessed. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.